Manufacturer narrative:
(B)(4). Concomitant medical products: 00780402423, hybrid shell adaptor 40-50mm, 60479613; 65620004820, shell porous with holes 48 mm, 63796406. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the acetabular shell could not be firmly fixed into the shell inserter. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon further review, there was no malfunction as the cup was able to mate with the hybrid shell inserter without problem. The shell rotated, but the design allows for rotation. Therefore, this will be considered not reportable.